Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 447 mg/dl. The caller stated that the glucose meter was reading greater than 600 mg/dl the day before the hospitalization. The caller stated that the customer was vomiting, dehydrated, unable to function, and could not get out of bed. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.